Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handle was stuck to mesher. The event occurred during testing/cleaning. There was no harm and delay associated with the event. No adverse events were reported as a result of this malfunction.

Event description:
It was reported that the handle was stuck to mesher. The event occurred during testing/cleaning. There was no harm and delay associated with the event. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, concomitant medical products, date rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. On september 14, 2018, it was reported that the handle was stuck to the mesher. The customer returned a skin graft mesher device, serial number: (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number: (B)(6) one time as documented in the repair reports in livelink. The last repair was may 4, 2018 where it was reported that the handle was not connecting and the roller, roller gear, and ratchet gear were replaced. This is not a related issue. Product review of the skin graft mesher on october 5, 2018 revealed that the ratchet handle was stuck on the roller. The pretest calibration and sample mesh could not be taken due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 5, 2018 which included replacement of the roller, comb, and ratchet gear. Skin graft mesher, serial number:(B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review noted that the ratchet handle was stuck on the roller. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review noted that the ratchet handle was stuck on the roller. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.